Event description:
It was reported that this device could not be interrogated during a clinic follow-up. The clinic placed a magnet in order to get tones from the device. No tones were heard. Another programmer was tried without success. At an office visit in 2022, there was some difficulty in interrogating the device. The local representative will discuss options with the physician. The pulse generator has been implanted greater than five years. There were no additional adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device had no telemetry and made no tones. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6)2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that this device could not be interrogated during a clinic follow-up. The clinic placed a magnet in order to get tones from the device. No tones were heard. Another programmer was tried without success. At an office visit in 2022, there was some difficulty in interrogating the device. The local representative will discuss options with the physician. The pulse generator has been implanted greater than five years. There were no additional adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that this device could not be interrogated during a clinic follow-up. The clinic placed a magnet in order to get tones from the device. No tones were heard. Another programmer was tried without success. At an office visit in (B)(6) 2022, there was some difficulty in interrogating the device. The local representative will discuss options with the physician. The pulse generator has been implanted greater than five years. There were no additional adverse patient effects. The device remains implanted.